Event description:
The pt was injected in the nasolabial folds. The pt allegedly developed bruising, swelling, redness, inflammation and drainage in the injection area over two weeks post-injection. The pt was treated with keflex.

Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specs, and did not reveal any issues with the alleged product lot.